Manufacturer narrative:
One suspected device was received for evaluation. The device was visually inspected and no anomalies were noted. Customer issue was not confirmed. The shut-off pressure is within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during routine preventive maintenance; the pump displayed an overpressure alarm. As this is a high-priority alarm, it has the potential to interrupt therapy. Based on the available information, the event is considered reportable. There was no patient involvement, and no additional adverse consequences were identified.